Event description:
Md ordered "12.5ug/hr" continuous IV. Nurse looked at pump, observed face of pump; had a push button for a decimal point to depress for entering a decimal. Nurse entered in what was thought to be a flow rate of 12.5/hr. After each of the numbers and decimal point entered there was a beep indicating pump had accepted entry. When the nurse looked at the lcd the rate was questioned as it appeared to be 125 not the "12.5ug." The nurse checked this more than once. The nurse also had another individual check entry and lcd. It was determined there was no decimal point on the tale of the 5. Thus, the perception was the correct order was entered and received by the pump. However, the pump was delivering 125 ml/hour.